Event description:
Boston scientific received information that the left ventricular (lv) lead was twiddled by the patient and was pulled per additional information received. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.